Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated catheter was selected for use. After approximately 10 minutes of use, it was found that fluid was leaking from the luer connection on the proximal end of the catheter. No error messages were displayed. The maestro flow rate was 17ml/min. The catheter was replaced, and the issue was resolved. The procedure was able to be completed successfully without any patient complications. The catheter has been received for analysis.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated catheter was selected for use. After approximately 10 minutes of use, it was found that fluid was leaking from the luer connection on the proximal end of the catheter. No error messages were displayed. The catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned for laboratory analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual analysis of returned product revealed that the device has the irrigation tube partially detached, consequently confirming the reported allegation of tubing set fluid leak.